Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the hublock cables were broken at the footplate due to the foot handle extending too far, which confirmed the original complaint issue.

Event description:
The newly installed hublock cables snapped when the caregiver engaged them.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The newly installed hublock cables snapped when the caregiver engaged them.